Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 2 years. Through follow-up with the health-care provider, it was learned that the device was removed due to paravalvular leak. The surgeon also indicated that this event was not related to a device malfunction. Unfortunately, no other details were provided.

Manufacturer narrative:
Device not returned. Due to patient privacy regulations, the health-care provider was not able to release any additional information regarding the event (e.g. Operative report, discharge summary, etc.) As requested. Unfortunately, the edwards device was also not returned; therefore, the reported event could not be confirmed by evaluation of the valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.